Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 400 mg/dl. The customer treated elevated bgs by administering correction boluses using the pump and the issue resolved.